Event description:
Routine complaint investigation confirms test results outside MFR's recommended plus or minus 10% range. Imprecise results could, under certain conditions have adverse clinical results. No injuries reported in the field.